Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and headache. Medical intervention was not specified. The following sections were corrected: b1. The adverse event/product problem was initially reported as an adverse event only, but is now corrected to product problem.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and headache. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time.